Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their device had alarmed sensor end alert and that it had been three days since the customer began using it. Advised customer alarm should only occur after six days and to contact if issue persists. Customer's blood glucose level was unknown at time of reporting. Nothing further reported.